Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-44066.

Event description:
It was reported that the sensor glucose readings were inaccurate and that the customer experienced unexplained high blood glucose levels. The customer stated that she had gone to her doctor for an allergy test when her blood glucose reading was found to be 391 mg/dl, which was treated using the insulin pump. The customer stated that later, the sensor glucose reading was 400 mg/dl, compared with the glucometer's blood glucose reading of over 600 mg/dl. She advised that the insulin pump alarmed sensor error and calibration error, but she reported that these did not cause the hospitalization. She felt that the alarms occurred as a result of the high blood glucose levels. She noted that her blood glucose levels were not decreasing after treated with the insulin pump and drinking water. She complained of nausea and vomiting. She stated that her spouse insisted that she go to the hospital. She noted that stress may have contributed to the high blood glucose levels. Nothing further reported.